Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with the dilator still inserted for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. The (burr) abnormality or material was not found on the sheath or dilator, resulting in the inability to investigate the allegation of foreign material present in device. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
It was reported that during preparation, a burr at the dilator tip was observed and it was suspected that the dilator was damaged. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, a burr at the dilator tip was observed and it was suspected that the dilator was damaged. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.